Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, stent: 10x40mm cordis, guide wire: bmw. Evaluation summary: a visual inspection was performed. The reported torn materials were unable to be confirmed as the eps had no visible tearing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported torn material as the filter was returned loaded in the retrieval catheter and was unable to be removed. The noted stretched and misaligned coils and teflon damage to the barewire appear to be related to circumstances of the procedure and likely due to manipulation and interaction with the anatomy and/or other devices used. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a tortuous left carotid artery. The emboshield nav6 embolic protection system (eps) was advanced to the petrous ridge and the filter was deployed without reported issue. A 10x40mm non-abbott stent delivery system was then advanced and it was noted that there was a two-bend tortuosity; therefore, a bmw guide wire was advanced to add support to help get the stent to the target lesion; however, the bmw guide wire poked a hole in the eps filter and angiography showed that the nitinol skeleton appeared fractured. The 10x40mm non-abbott stent was deployed and the delivery system was removed from the patient. The eps was then withdrawn without issue from the patient anatomy with the filter located outside of the retrieval catheter pod. Upon removal, the eps was inspected and the [basket] appeared to be intact and not fractured as previously reported. The bmw guide wire was inspected upon removal, and it was noted that the tip coating looked like a corkscrew. The procedure concluded after all devices were removed. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.